Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to (B)(4).

Event description:
Material #: 305916, batch#: 4033669. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. During a depo administration, the full dose of the medication was unable to be dispensed due to blockage of the needle. The needle was removed, and a 2nd attempt was made to dispense the medication which also resulted in partial administration of the dose due to blockage. A third attempt was made which was successful, however, the patient had to be stuck 3 times. Ref report: mw5157322.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.